Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change may have occurred to the pump prior to the occlusion alarm declaring. Blood glucose level was 145mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. An infusion set site change was performed and insulin deliveries were resumed. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra in contraindicated for use with the pump.